Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2020-00245. A facility reported that on (B)(6) 2020, the bactiseal catheter was not shipped and the surgery was cancelled when the patient was already "on the table".

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The bactiseal catheter was not shipped to customer and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.